Manufacturer narrative:
There are previous complaints on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 10/07/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flow rate deviation too high 18.57 and again at 4.96. No report patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation.